Event description:
This report summarizes one malfunction. A review of the reported information indicates that model ecp017g biopsy instrument allegedly experienced device contamination with chemical or other material. The information was received from a single source. This malfunction involved one patient with no patient consequences. The device was used in a male patient . Age and weight of the patient was not provided.

Manufacturer narrative:
H10: the lot number for the device was provided, therefore, a lot history review was performed. The device was not returned for evaluation, however, five photos were provided and reviewed. Based on the photo review, the reported foreign material issue was confirmed. A definitive root cause could not be determined based upon available information. The device is labeled for single use. H11: d4(corporate lot no),h6(method, result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot no for the device was provided, therefore a lot history review was performed. The device was returned and, photo was provided for a review. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model ecp017g biopsy instrument allegedly device contamination with chemical or other material. The information was received from a single source. This malfunction involved one patient with no patient consequences. A male patients' age and weight were not provided.